Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not received.

Event description:
It was reported that the unknown 22 french sized balloon would not inflate. Per additional information received by the complainant by phone on 20 feb 2019, there was not any additional information available. No medical intervention was reported.